Event description:
It was reported that the stent prematurely deployed. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6x40x130 eluvia drug-eluting vascular stent system was selected for a lower limb percutaneous transluminal angioplasty (pta) procedure of the sfa. The eluvia stent was advanced contralaterally over a 0.014 inch guidewire inside a 6fr non-boston scientific sheath to the target lesion. However resistance was felt at the contralateral iliac, so the eluvia was pulled out once, and the guidewire was changed to 0.035 inch and the eluvia re-inserted. When eluvia was inserted, resistance was felt. The safety lock remained in position. The physician noticed that the stent was in the y connector, so the system was removed and the stent was removed by hand. The physician thought that the stent might be deployed when the guidewire and the system was pulled and pushed. The procedure was completed with another same eluvia device. There were no patient complications reported.